Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet charging pad did not power or illuminate when the ilet was placed on it, and the user verified the issue across multiple outlets; the agent arranged a replacement charger after completing troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or medical care. Investigation included customer interview and troubleshooting. Investigation of this case revealed a failure of the external charging accessory to function. It was concluded that the charger malfunctioned and required replacement.